Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015, it was reported the customer received the following results on the performa system within 10 minutes: 418 mg/dl, 375 mg/dl, 234 mg/dl, and 183 mg/dl. On (B)(6) 2015, it was reported the customer received the following results on the performa system within 10 minutes: 513 mg/dl, 136 mg/dl, and 181 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.